Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having a continuation of frequency incontinence symptoms. The caller stated they were not sure that this was the best therapy for the patient. The caller stated that the patient was getting effective relief from their symptoms. Until about 2 weeks post-operation, they had significant improvement. The caller stated they called at that time and some programming was done to try to improve the patient¿s therapy in (B)(6) 2018. It was noted that the patient¿s daughter generally makes adjustments, the patient wasn¿t making daily changes because they could not effectively use the programmer on their own. The caller stated that they scanned the patient¿s belly and the post-void-residual is 240 and the patient was having increased frequency and incontinence still. The caller was calling to ask about how to treat the patient moving forward and if the therapy could be effective for the patient. No further complications were reported.